Event description:
Mammoplasty 20 yrs ago. Small pea-sized nodule noted in the right upper quadrant of the breast. Biopsy revealed infiltrating ductal carcinoma of the breast. Ultrasound of the breast showing nodule and possible ruptured capsule. 10-22-97 right partial mastectomy with removal of ruptured silicone breast implant on the right side. Right infiltrating duct carcinoma noted.